Event description:
Customer reported she was hospitalized. Customer stated she was fine the night before at 168 mg/dl then she woke up and her blood glucose was rising and was sent home from school and her grandfather took her to the hospital. She was in an accident and was driving at the time of the accident. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. She removed the infusion set and the cannula was bent. She is on antibiotics. Current blood glucose is 213 mg/dl. Feeling nauseous; treated with manual shot. Customer tried to deliver a bolus and it was noticed that the block was on. Customer mentioned that her screen went completely blank, a new battery was inserted and the display came up. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.